Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases, both bail covers and the battery drawer were broken, that the ring cover, the ring and one case screw were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).